Manufacturer narrative:
Bent glide rods.

Event description:
It was reported by service report that the head end left side rail was stuck and would not lock in the up position. No pt involvement or adverse consequences are reported.